Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The alleged issue was not resolved with troubleshooting. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump would not power on. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms or treatment received because of the alleged issue.